Event description:
It was reported that pump battery depleted faster than expected and touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer for further assistance, and no additional information was received regarding troubleshooting steps or resolution.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 15 Pro Max / 2.9.1 / IOS_26.